Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: it was likely that some strong physical force (external force) was applied to the connection between the bending section and the flexible section, causing the insertion section to squeeze. This squeezing at the connection section caused the metal component to detach from the mount at the distal end of the insertion tube, resulting in the spiral plate spring and metal mesh wires (flex and blade) protruding from the interior. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the metal was exposed where bending section cover was damage. There was no patient involvement.